Manufacturer narrative:
Date sent: 07/17/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bypass, the active blade broke off. Another device was used to complete the case. No patient consequence.